Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered which resulted in a low blood glucose (bg) level of 39 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.